Manufacturer narrative:
According to the description of the event, a flexible drill shaft broke off during use. The product in question was provided for an optical examination. However only the "stem" part was provided, the head of the drill shaft was not returned for investigation. The fracture of the drill occurred right at the start of the spiral part (beginning from the head of the product). The fracture is orthogonal to the flexible part. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, there was no health impact on the patient. Another product was used instead when the drill shaft broke to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft broke. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards of the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed of denied due to a lack of information. A possible cause for the break of the drill shaft could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The implantcast gmbh was notified about a broken drill which occurred during an operation. Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor the surgery was delayed. Another drill shaft was used instead when the first one broke.